Event description:
It was reported that the micro sagittal saw was overheating during testing. The event occurred during a routine maintenance visit. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
The device is available for eval but has not yet been received. Add'l info will be submitted once the device is received and the quality investigation is complete.